Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On b)(6) 2019, the reporter contacted animas alleging the pump emitted a call service 069 alarm. The reporter stated there were unable to complete troubleshooting with animas customer support and disconnected the call. No further information was available. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.